Event description:
I have had 3 dexcom g7 sensors in a row fail. Effectively, this has meant that I am no longer on the g7 sensor despite paying for it! Dexcom has a clear quality problem! Reference reports #: mw5157357, mw5157358.